Event description:
Patient called to report serious problems he has with the golden companion ii-3 wheel scooter. Patient said he was riding along the sidewalk and went around a stick when he started sliding down a slope. The patient stated he fell down a hill and wasn't found for two hours. He said he is permanently disfigured from the fall. He said he experienced multiple broken ribs, pain in his hip and a damaged collar bone which is now permanently disfigured. He also said he lost the use of his left arm, the muscle has separated from the bone and will never heal. Patient is very upset with the structure and build of the scooters, he thinks they are very unstable and dangerous. Patient believes this model may have been recalled. He said the tires are hard, slick, rubber tires that are very dangerous and can turn over easily. He also stated that when he rec'd the companion ii scooter from (B)(6), he was never given instructions with it, he only had to pass a road test. Patient is very upset.